Event description:
The patient's device was not working. Details were unclear. Additional information has been requested.

Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted: 2009-(B)(6) explanted: na. Lead model 3778-60 (B)(4) implanted: 2009-(B)(6) explanted: na. Programmer model 37743 (B)(4). Recharger model 37752 (B)(4).